Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the same side of the lesion utilizing a retrograde approach. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery (cia). A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was used for pre-dilation. However,during the first inflation at 14 atms, the balloon ruptured. The device was completely removed from the patient and the physician then performed dilation with a 6x4mm non-bsc balloon catheter. The procedure was completed with stent implantation and blood flow was recovered. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).